Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records (DHR) review was completed for part: 03.010.523, lot: l759641. Manufacturing location: bettlach, release to warehouse date: apr 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material (B)(4) was used with correct hardness after procedure and documented in DHR file. H3, h6: product investigation was completed. Visual inspection confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.010.488). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Relevant drawings were reviewed during investigation and no design issues were noted. No dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. A visual inspection and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date of malfunction is unknown. Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2019, one (1) driving cap threaded for the femoral recon nail broke while threaded into the insertion handle. Parts of the threads were still in the radiolucent insertion handle. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: radiolucent insertion handle (part#: 03.033.001; lot# l700508; quantity 1). This report is for one (1) driving cap threaded. This is report 1 of 1 for complaint (B)(4).